Event description:
It was reported that the user experienced extreme high and low blood glucose values every day while using the ilet and expressed dissatisfaction, stating intent to consult a healthcare professional about switching therapy. Symptoms included insufficiently characterized clinical effects due to a lack of details from the user. Outcomes included an unclear health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, and the available information was insufficient to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.